Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (1000 mcg/ml at 89.9 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient began to have a fluid collection around her pain pump pocket in (B)(6) 2018. A CT scan was done of the area. The patient was contacted to come back to the office for further intervention but she declined as the collection had gotten better and there was "no further concern." She began to have increased pain in (B)(6) 2018 and she reported that there was difficulty accessing the pump during her refill on (B)(6) 2019 due to the fluid collection. There was also discharge noted from the site. The patient had a revision completed on (B)(6) 2019 to determine the source of the fluid and to address the increase in pain. The pump connector was replaced per physician request along with the pump. The physician declined to complete a dye study after aspirating the catheter. He stated he only wanted to replace the connector and pump because the "fluid collection would only come from the pump pocket and not the spine." The catheter was noted to still be in service. The issue was considered resolved as there was no fluid collection after the surgery. The patient's weight was provided. The pump and connector would be returned for analysis. No further complications were reported.